Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the nozzle was clogged with foreign matter; however, the foreign material was unable to be identified. The event likely occurred due to the leak, there is a possibility that the reprocessing could not be done properly and the foreign matter could not be removed. The event can be detected/prevented by following the instructions for use which state: "if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the air water nozzle clogged with foreign material, blockage was observed. This condition was attributed due to reprocessing issue, insufficient cleaning, handling problems. The reported issue "no air/water flow" could be confirmed. Furthermore, the following defects/findings were identified during device inspection: jet channel noted leaking due to damage. Bending rubber adhesive was detached and cracked, due to adhesive peeling on a-rubber, insulation resistance value at distal end does not meet the standard value. Bending angle does not meet specification. C-cap has scratches. Distal end insulation test has failed. Additionally, multiple follow ups were made to gather additional information regarding the issue reported, however, were unsuccessful as no response is received from the customer. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported issue of "no air/water flow. No harm was reported. No patient harm, no user injury reported. Device evaluation found air/water nozzle had blockage. Foreign material (black color material) found clogged in the nozzle. This report is being submitted due to the finding of foreign material in the nozzle and caused blockage (insufficient cleaning (handling problems) identified during device return evaluation.